Event description:
The micro oscillating saw was sent for evaluation because it was running intermittently on its own during a procedure. A readily available alternate device was used to complete the procedure without any clinically significant delay; no adverse event was associated with the device.

Manufacturer narrative:
The reported event could not be duplicated since the device had no power. Corrosion damage was noted throughout the internal components of the device.